Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported to start right of several bent infusion set cannulas. The customer stated that the infusion sets result in high blood glucose levels and wake him up at night. The customer's blood glucose level was unknown. The customer declined to be transferred to the 24 hour help line. No further information was provided.